Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "replace sensor" message from the adc device. The customer wa able to be contacted and indicated due to this issue, they were unable to obtain readings and experienced symptoms of tingling, disorientation, and was on the verge of losing consciousness. The customer's wife obtained a capillary result of 26 mg/dl (unspecified meter) and provided treatment of glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated, no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor was found to be in sensor state 5 (indicating normal termination). Upon visual investigation of the sensor plug, broken snaps were observed which, can cause a poor connection between the pcb contacts and the rubber contacts resulting in the sensor plug not sealing properly. An extended investigation was then performed. Upon examination of the sensor plug, a broken sensor snap was observed which, causes improper seating of the sensor in the mount. Therefore, this issue is confirmed to a broken sensor snap. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "replace sensor" message from the adc device. The customer wa able to be contacted and indicated due to this issue, they were unable to obtain readings and experienced symptoms of tingling, disorientation, and was on the verge of losing consciousness. The customer's wife obtained a capillary result of 26 mg/dl (unspecified meter) and provided treatment of glucagon injection. There was no report of death or permanent injury associated with this event.